Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going

Event description:
Country of complaint: (B)(6). Procedure: robot-assisted radical prostatectomy after loading the magazine, the surgeon tested the first clip out of operative field, device functioned appropriately. The device was applied to the abdominal cavity of the patient and clip was being applied when the magazine fell from the applier. When the surgeon reviewed the device, it was noted that the nail, which is responsible for fixation to the applier, was missing. The surgeon attempted to locate the missing fragment. Surgical delay of 20-30 minutes. The fragment was located on the floor. Due to severe contamination by blood, the magazine was discarded at the end-user facility.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to according to the specification, valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard and additionally to the DHR files a production error and a material defect can be excluded. No CAPA is necessary.